Manufacturer narrative:
(B)(4). This medwatch report # 2210968-2014-00278 is being voided. Upon review of medical records, the patient did not have an ethicon product implanted. Therefore, this is not an ethicon complaint.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, (B)(6) 2010, and on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.